Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. After removal from the patient, the plug did not detach from the exoseal vcd device. Manual compression was applied. No patient injury was reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use. No obvious device or package damage was observed prior to use. One exoseal device was used. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees and vessel diameter =5 mm, with no significant calcification, plaque, stent, or >50% stenosis at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. No resistance was encountered while advancing the device through the sheath or when connecting the sheath introducer to the device. The vcd locked securely with the sheath introducer, and pulsatile flow was observed from the bleed-back indicator. The device and sheath were retracted together until pulsatile flow slowed and the indicator window turned solid black, with no red color noted during retraction. He device and sheath introducer were removed as a single unit within one to two seconds after depressing the deployment button. The deployment button was fully depressed and flush with the handle. The device is being returned.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. After removal from the patient, the plug did not detach from the exoseal vcd device. Manual compression was applied. No patient injury was reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use. No obvious device or package damage was observed prior to use. One exoseal device was used. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees and vessel diameter =5 mm, with no significant calcification, plaque, stent, or >50% stenosis at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. No resistance was encountered while advancing the device through the sheath or when connecting the sheath introducer to the device. The vcd locked securely with the sheath introducer, and pulsatile flow was observed from the bleed-back indicator. The device and sheath were retracted together until pulsatile flow slowed and the indicator window turned solid black, with no red color noted during retraction. The device and sheath introducer were removed as a single unit within one to two seconds after depressing the deployment button. The deployment button was fully depressed and flush with the handle. The device is being returned.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. After removal from the patient, the plug did not detach from the exoseal vcd device. Manual compression was applied. No patient injury was reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use. No obvious device or package damage was observed prior to use. One exoseal device was used. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees and vessel diameter =5 mm, with no significant calcification, plaque, stent, or >50% stenosis at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. No resistance was encountered while advancing the device through the sheath or when connecting the sheath introducer to the device. The vcd locked securely with the sheath introducer, and pulsatile flow was observed from the bleed-back indicator. The device and sheath were retracted together until pulsatile flow slowed and the indicator window turned solid black, with no red color noted during retraction. The device and sheath introducer were removed as a single unit within one to two seconds after depressing the deployment button. The deployment button was fully depressed and flush with the handle. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was conducted; however, it could not be completed, as the unit presented dried blood residues that made it not possible to perform the analysis. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit the result obtained was within specification per specification. A high-magnification microscopic evaluation was performed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿, could not be evaluated through analysis of the returned device as it was received with dried blood residue, which impeded testing of the deployment mechanism. Additionally, the device received did not match the event reported. The cowling guard was not depressed; therefore, by design, the indicator wire would not deploy. Because the indicator wire was not deployed and was abutting the arteriotomy, the indicator window would not transition, and the deployment lever could not be depressed to release the plug. The device¿s safety features prevented deployment because the required steps to ensure proper device functionality had not been completed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, procedural handling may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. After removal from the patient, the plug did not detach from the exoseal vcd device. Manual compression was applied. No patient injury was reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use. No obvious device or package damage was observed prior to use. One exoseal device was used. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees and vessel diameter =5 mm, with no significant calcification, plaque, stent, or >50% stenosis at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. No resistance was encountered while advancing the device through the sheath or when connecting the sheath introducer to the device. The vcd locked securely with the sheath introducer, and pulsatile flow was observed from the bleed-back indicator. The device and sheath were retracted together until pulsatile flow slowed and the indicator window turned solid black, with no red color noted during retraction. He device and sheath introducer were removed as a single unit within one to two seconds after depressing the deployment button. The deployment button was fully depressed and flush with the handle. The device is being returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.